Manufacturer narrative:
Device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Pre-op diagnosis: spinal stenosis, procedure: plif, levels implanted: l5-s1 it was reported that, hex on driver sheared off during implantation. The product came into contact with the patient. The product broke but no fragment were left in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual and optical examination of the driver tip identified tip fracture at the base of the hex. Microscopic examination of the fracture identified circular material displacement. Material hardness confirmed to be within print specification. The above observations are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.